Event description:
Customer reported that they passed out due to low blood sugars and was treated by the paramedics. Customer stated they had two other incidents of hypoglycemia in the past and this time they discovered that the time on the pump had been changed to military time. Customer has gastroparesis and wanted to know how the time changed would affect blood sugars. Recommended contacting physician. Troubleshooting revealed an e-17 and e-21 alarm. Explained the alarm but customer denied the offer to send a replacement.